Manufacturer narrative:
The pod was received fully deployed. Inspection of the pod found the soft cannula to have an external tear. It could not be determined when the cannula was damaged. The download data contained no timeouts, drive stalls, or hazard alarms, indicating there was no failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with bolus corrections, manual injection and a new pod.